Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% restenosed, 2.4x22mm, eccentric target lesion with a significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24x2.50mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.